Event description:
It was reported that during an unspecified procedure, the biliary stent catheter kinked and the suture detached. The flexima biliary stent was inserted into the scope channel and advanced to the lesion. It was reported to be easier to retract than usual, so the device was removed from the scope channel. The distal portion of the catheter was found to be "accordion like" and the suture had detached. No pt complications were reported and the pt was reported to be "good".